Event description:
It was reported that the during sample evaluation results received on 17sep2024, preventive maintenance was performed correctly, also the level sensor and the temperature cable nellcor was replaced because it was not working correctly in an arctic sun device. The functional test was performed correctly.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue was a failed level sensor. The device was evaluated. The level sensor was found to be working incorrectly. The level sensor was replaced. The nellcor temperature cable was not performing correctly. The temperature cable was replaced. The device passed all applicable testing and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation results received on 17sep2024, preventive maintenance was performed correctly. Also, the level sensor and the temperature cable nellcor was replaced because it was not working correctly in an arctic sun device. The functional test was performed correctly.